Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
This report is being filed after the subsequent review of the following literature article: akbarnia, b. A., marks, d. S., boachie-adjei, o., thompson, a. G., & asher, m. A. (2005). Dual growing rod technique for the treatment of progressive early-onset scoliosis: a multicenter study. Spine, 30(17s), s46-s57. Acknowledgment date: (B)(6) 2005. N=2: deep wound infection.